Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on(B)(6) 2013: dim, discolored display screen.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: on examination, the audio bolus button was noted to be torn at the center of the button. A damaged button cover will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button cover should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner¿s booklet instructs the user to contact customer service if the user suspects the pump may be damaged. On testing, the audio bolus button had normal response. Unrelated to the complaint, the display was noted to be dim and discolored. A test display was attached to the pump and illuminated properly and was clearly legible.